Event description:
The reporter stated an aa4204vf silicone plate lens was inserted but was removed due to the surgeon changing his mind for a longer type lens. There was no patient injury, no capsule tears or complications. There was no problem with the lens.